Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged lost sensor alarm found on (B)(6) 2023. The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. Pump communicated properly with the test guardian link 3 transmitter and sensor connected successfully with pump. No lost sensor alarms, alerts, or anomalies were found during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, force sensor, and motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact damaged, scratched case, cracked case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Lost sensor alarm was not confirmed during testing. Moisture damage was confirmed found on the force sensor, pcba 1, motor, and battery tube. Battery cap contact damage was confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported sensor did not work. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.